Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displayed an error code while charging) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca and a damaged q1 current-controlling transistor on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause of the damaged q1 could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem displayed an error code while charging a battery.